Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a reverse colostomy, when they were using the powered circular the anvil kept popping off every time they would go to close it. They tried it three times, it finally worked the fourth time. It kept popping off of the spike. When they attached the anvil to the spike they did hear an audible click and they felt it tactile (they could feel it snap in). It was a side to side anastomosis. Virgin tissue, out the side of the sigmoid. Leak test passed. There were no patient consequences reported.